Manufacturer narrative:
H6: investigation summary one photo was provided to our quality team for investigation. Upon examination of the returned photo a white/hazy foreign matter observed in the fluid path. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that foreign matter was seen in the bd luer-lok¿ syringe and patient's eye while hydrating the incision site. The foreign matter was removed, and it was reported that there was no harm to the patient. The following information was provided by the initial reporter: "foreign white material was seen in the syringe and patients eye (removed from the eye)... The syringe was used by surgeon - at the completion of the procedure the surgeon was hydrating the incision with the bd syringe. It was stated by the am, they suspect the syringe but feel certain this is left over kenalog and that the technician accidently grabbed the incorrect syringe, the surgeon would like the analysis/investigation completed for patient safety measures. At this time they are stating no harm to the patient... What was the procedure being performed at the time of the event? ¿ surgeon was hydrating the incision site with the bd syringe provided. Could you please advise on the current patient status? Any adverse event or serious injury reported? ¿ there is no adverse event reported."

Event description:
It was reported that foreign matter was seen in the bd luer-lok¿ syringe and patient's eye while hydrating the incision site. The foreign matter was removed, and it was reported that there was no harm to the patient. The following information was provided by the initial reporter: "foreign white material was seen in the syringe and patients eye (removed from the eye). The syringe was used by surgeon - at the completion of the procedure the surgeon was hydrating the incision with the bd syringe. It was stated by the am, they suspect the syringe but feel certain this is left over kenalog and that the technician accidently grabbed the incorrect syringe, the surgeon would like the analysis/investigation completed for patient safety measures. At this time they are stating no harm to the patient. What was the procedure being performed at the time of the event?: surgeon was hydrating the incision site with the bd syringe provided. Could you please advise on the current patient status? Any adverse event or serious injury reported?: there is no adverse event reported."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.